Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that shortly after implant the implantable cardiac monitor exhibited an error message and backup operation. After re-booting the device, normal function resumed.